Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation over her whole torso. The patient's physician advised the patient to use benadryl for the irritation. During a follow-up, the patient reported that the irritation was still present but it had improved after the use of benadryl.